Event description:
It was reported that after the acculink stent implantation in the right internal carotid artery the patient experienced a cerebrovascular accident (cva) with right visual disturbance. Head computed tomography showed no acute changes. Carotid duplex ultrasound showed a widely patent xact stent. The physician feels the cva is related to the procedure. No treatment was provided and the patient was discharged to home the next day. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of stroke and visual disturbances are known observed and potential adverse events as listed in the product instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.